Event description:
On (B)(6) 2011, the surgeon performed a bilateral ifuse si joint arthrodesis on the patient placing three implants on each side. The patient complained of a burning sensation immediately following the surgery. No neurological deficits were identified on a neurologic exam. There were no signs of obvious malpositioning of the implants or nerve impingement. The surgeon was investigating possible allergic reactions. The patient had a serologic exam that showed a positive reaction to nickel but not to titanium.

Manufacturer narrative:
This event was reclassified as reportable after a complaint records review on (B)(6) 2014 and was not reported previously. Based on the information provided, review of surgeon technique guide, IFU, certificates of analysis and fmea, the most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates and expiration dates for ifuse implants added on (B)(4) 2011: ifuse implant, p/n 7035-90, lot# 10015, manufactured 04/06/11, expires 2013-10. Ifuse implant, p/n 7040-90, lot# 3776-10024, manufactured 02/10/11, expires 2014-02 (x2.) Ifuse implant, p/n 7040-90, lot# 7628002578003, manufactured 05/31/11, expires 2014-07 (x2). Ifuse implant, p/n 7045-90, lot# 3761-10020, manufactured 02/10/11, expires 2014-02.